Event description:
It was reported the patient had the device replaced as the device read eri upon interrogation, and the device was implanted 5 months prior. No symptoms were reported. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.